Manufacturer narrative:
The product has been returned and is currently undergoing evaluation. Additional information will be submitted within 30 days of receipt. This cypher rpoduct is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This male patient with unknown history was admitted for coronary stenting. The lesion was a de novo, moderately calcified, 90% stenosis in the mid right coronary artery (rca). The vessel was not tortuous. The lesion was not predilated. While the 3.0x33mm cypher stent was being deployed at the target lesion the balloon ruptured at 8atm. The balloon rupture was confirmed because the blood was flowing back and the pressure decreased. The delivery system was removed. The stent was deployed within the lesion; however, it was under dilated due to the balloon rupture. Post dilation was conducted with a 3.5x20mm sprinter balloon. Ivus was conducted to confirm that sufficient apposition of the stent. There were no reported patient injuries.